Event description:
Ous MDR - it was intended to treat a calcified lesion with 90% stenosis degree. After direct stenting, the synsiro could not pass lesion. As attempt was made to withdraw the synsiro stent system into the guiding catheter, resistance was felt and the stent dislodged from the balloon.

Manufacturer narrative:
The returned stent was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Further, the provided angiographic material was reviewed. The returned stent has been retrieved with a snare and was therefore severely deformed. The provided angiographic material shows at first the complaint instrument near the target lesion in the medial lcx and the guiding catheter in a rather sharp angle relative to the complaint instrument. Later the film is showing the dislodged stent distal to the distal end of the guiding catheter, still on the guide wire. The actual stent dislodgement is not visible in the angiographic material. Finally the dislodged stent is retrieved with snare. Review of the production documentation of the product detailed above confirmed that the instrument was manufactured according to specifications. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.